Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient's implantable neurostimulator (ins) was overdischarged and the patient experience a return of tremor symptoms. The recharger was not functioning. The desktop charger was not able to be plugged into the recharger since the arrows did not line up. The recharging system was replaced and the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were anticipated.

Event description:
Additional information received from a manufacturer representative reported there was no dysfunction with the implantable neurostimulator (ins). The patient never recharged the ins due to the recharger being defective so the the ins was overdischarged. It was unknown if any physician mode recharges were done to bring the ins out of overdischarge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.